Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting multiple call service 054 alarms. The reporter reviewed the pump history and confirmed that the alarm had occurred several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/26/2015 with the following findings: several cs-054 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no cs-054 'call service alarms' were observed: the reported issue was not duplicated. The battery compartment was observed to be cracked in the thread area and below the grip pad. Evidence of moisture ingress was observed on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.